Event description:
The facility representative contacted baxter to report an I-pump in which, while a nurse changed the epidural bag, it was noticed that the alarm did not sound on opening the door of the device. The device would not allow the nurse to change the volume when the new bag was erected. There was no adverse event, patient injury, or medical intervention associated with this report. There is no additional information available.

Event description:
Reporter alleged obtaining the results of 562 mg/dl, 342 mg/dl and 93 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that about 1.5 hours prior, he had taken 15 units of the apidra that he normally takes at his dinner meal. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.